Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the pt pendant was missing. Therefore, no probable cause could be determined regarding customer complaint of the pt pendant was not working. The device passed operational testing . Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient pendant was not working. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.